Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the pump exhibited inflation issues due to fluid loss. The fluid loss was identified due to the lack of coaptation. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.